Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation/left atrial flutter with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring protamine, pericardiocentesis with pericardial drain, intravenous fluids, and packed red blood cells (prbcs). In addition, the physician heard a steam pop. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event a deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. An irrigation test was performed and the catheter failed, irrigation tubing was found filled with reddish brown material apparently blood; however no damage was observed on the irrigation tubing that might contributed to this condition. Per this condition force feature cannot be verified; however the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during irrigation test. The root cause of the occlusion in the irrigation tubing cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes since several inspections are in place to prevent the occlusion of the catheter from leaving the facility. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Injury occurred during a continuous ablation that was being dragged along the mitral isthmus line that was in progress at the 3 o'clock position to the left inferior pulmonary vein (lipv) for left atrial flutter. Ablation was being conducted at approximately 30 watts and increased to 45 watts while ablating in the area of injury. Generator was set to 999 for continuous ablation. Ablation was most likely between 30-200 seconds into the continuous burn when the injury occurred. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant heparin administered in bolus and on a constant drip during the procedure with activated clotting time (act) maintained between 300-350 seconds. Act was noted to be approximately 310 seconds at the time of injury. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on aby bwi equipment during the procedure.

Event description:
It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation/left atrial flutter with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring protamine, pericardiocentesis with pericardial drain, intravenous fluids, and packed red blood cells (prbcs). During ablation phase, the physician heard a steam pop. Ablation was being performed at the site of injury for approximately 10 seconds prior to the steam pop. Subsequently, the patient became hypotensive and a tamponade was discovered. Remainder of procedure was aborted. Heparin was reversed with protamine. Pericardiocentesis was in progress and had yielded 340 cc of fluid at the time of complaint report. Pericardial drain with pigtail was left in place. Intravenous fluids and 2 units of prbcs were administered. Patient was reported to be in stable condition at the time of complaint report. Patient required extended hospitalization of at least one extra day as a result of the adverse event. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the amount of power used and the tissue being thinner than expected. Physician indicated that there was no bwi product malfunction and no bwi product was responsible for the injury. Transseptal puncture was performed x 2 with a st. Jude medical brk-1 needle and a st. Jude medical sl0 sheath. Sheath used was a st. Jude medical sr0 8.5 french. Generator parameters included: power cut-off at 45 watts and time cut-off at 999 seconds. Generator settings at the time of injury included power at 45 watts.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. (B)(4).